Manufacturer narrative:
The pod was received with the soft cannula deployed. Fluid path testing revealed a tear in the exposed portion of the soft cannula that resulted in an external fluid leak. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb file showed no issues with the algorithm adapting the basal rate based on user inputs and egvs. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 308 mg/dl while wearing the pod between 24 and 36 hours on the leg. Patient reported the pod was leaking during wear and there was bleeding.